Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that the customer was hospitalized with high blood glucose and diabetic ketoacidosis. Customer was called the next day and the customer's spouse reported he was hospitalized on (B)(6) 2013. His daughter took him to the emergency room and he was vomiting. Blood glucose value when arriving at the hospital was 700 mg/dl. Customer was hospitalized for 5 days. They removed the insulin pump and treated with IV. It stated that the customer in in the process of getting a new insulin pump.